Event description:
The customer reported that the primary tubing bulged while infusing on a pt in the ICU. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the devices be received for evaluation.